Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the evaluation of the returned cd-rom and a retention sample of the reported product code/number combination. Results - is based on evaluation of user facility information & the cd-rom; is based upon evaluation of the retention sample. Conclusion - is based upon evaluation of user facility information & cd-rom; is based upon evaluation of the retention sample. The involved device was not available for evaluation. Therefore, the failure investigation consisted of evaluation of user facility information, the cd-rom from the involved procedure and a retention sample of the reported product code/number combination. Visual inspection of the retention sample revealed no defects. Magnifying inspection of the platinum coil and the stainless steel coil segments revealed no defects. The outside diameter was confirmed to meet manufacturer specification. The images on the cd- rom were reviewed as follows. The distal extremity of the actual runthrough ns sample was noted to have been caught in the distal segment of the already-implanted stent. The fractured piece of the actual runthrough ns sample was then noted to have been stretched. The investigation results verified that the retention sample was the normal product, having no inherent deficiency that could relate to a fracture of the wire. As a cause of this complaint, based on the cr-rom review, it is likely the actual sample was trapped between the implanted stent and the vessel wall. In this state, in an attempt to withdraw the actual sample, an excessive pulling force was applied causing the actual sample to become elongated on the proximal segment to approximately 30mm from the distal tip and finally fractured. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
D4: UDI number: this product code is not required to be registered with the FDA. The actual device was not returned to the manufacturer evaluation, however a cd-rom was returned and is currently under evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned manufacturer

Event description:
The user facility reported a fracture on the run-through ns device. Follow up communication with the user facility confirmed the following information: placement of a 6fr cordis guiding catheter; introduction of the run-through wire without any problems; pre-dilatation of the vessel with a ptca balloon; after the pre-dilatation, it was not possible to place a medtronic resolute integrity stent; the physician used a second run-through floppy as a buddy wire; after that the physician deployed four medtronic resolute integrity without a problem and after the placement of the stents, the buddy wire was impacted between the vessel wall and stent; the physician tried to remove the buddy wire, (run-through) and the wire fractured nearly 25 cm to the distal end in the aorta; the other run-through was removed without any problem; it was reported that it was not possible to remove the fractured segment with a snare, so the patient had to have emergency surgery and a bypass; during the bypass surgery the broken segment of the wire damaged the leaflet, so the patient needed a new valve; and it was reported the patient feels well and the patient is at the normal infirmary and not in ICU. The additional information was reported: "the wire was very firmly clamped, between the stents and the vessel wall that he was not able to remove the wire without damaging the vessel. So he must cut the wire. A piece of 2 cm remained in the vessel. It seemed that the leaflet of the valve was injured by the snare, during the try to catch the broken wire, not during the surgery."